Manufacturer narrative:
Additional information was received that no part of the anchor (sc-4316, lot 18105813) was left inside the patient.

Event description:
A report was received that six days after the patient underwent the implant procedure, the patient experienced strong, sudden headaches. The patient underwent an explant procedure. The physician did not know if the headaches were device or procedure related.

Event description:
A report was received that six days after the patient underwent the implant procedure, the patient experienced strong, sudden headaches. The patient underwent an explant procedure. The physician did not know if the headaches were device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator. Model#: sc-4316, lot#: 18105813, description: next generation anchor kit-sterile.

Event description:
A report was received that six days after the patient underwent the implant procedure, the patient experienced strong, sudden headaches. The patient underwent an explant procedure. The physician did not know if the headaches were device or procedure related.

Manufacturer narrative:
Sc-1110-02 s/n (B)(4): the ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics. Sc-2366-70 s/n (b0)4): the lead is intact and no parts of it are missing. Sc-4316, lot 18105813: visual inspection revealed the anchor had one fractured eyelet with missing silicone.

Event description:
A report was received that six days after the patient underwent the implant procedure, the patient experienced strong, sudden headaches. The patient underwent an explant procedure. The physician did not know if the headaches were device or procedure related.